Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure on (B)(6) 2011. Following the surgery, the patient was diagnosed with a hematoma. She was followed with ultrasound and was seen ten times by the physician. On (B)(6) 2011, the patient was examined by the physician who noted several areas of mesh exposure. On, (B)(6) 2011, the physician cut out the pieces of mesh that had eroded through the tissue. The patient was seen for a follow up visit and was doing well. Additional information has been requested.